Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the device is very dirty, front cover is broken and the pole clamp will not retract. There is also a corroded quick connect, line cord discolored and printed circuit board (pcb) has damaged light-emitting diodes (led). Functional testing found the front cover is broken and led's are damaged. The root cause of the issue was due to the customer - improper assembly of the front cover. The front cover, pcb, line cord, and pole clamp quick connect fitting were replaced.

Event description:
It was reported that the chassis is broken, led's and alarms don't work. All of these pumps were found this way during annual inspection. None of them were in use at the time.